Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) exhibited a lower than allowed monitoring voltage while still in the original packaging. This ICD was not implanted.